Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving several shocks. Upon arrival, the device was not immediately interrogated but shocks were observed while the patient was in a normal sinus rhythm. Those inappropriate shocks resulted in rhythm acceleration into ventricular tachycardia (vt) for which the device did not treat; external defibrillation was required to successfully terminate the arrhythmia. Once the device was interrogated, undersensing was observed on the primary sensing vector. The various vectors were tested and both secondary and alternate were free of artifact at that time; the device was subsequently reprogrammed accordingly. The patient later presented for additional follow-up at which time artifact could be elicited on the alternate sensing vector as well. Due to a possible electrode integrity issue, the device was programmed to the secondary vector. Boston scientific technical services (ts) reviewed device data confirming the inappropriate shocks were the result of baseline shift and poor sensing in the original vector. Ts provided suggestions for additional system evaluation; the patient is expected to be seen for follow-up in several months. No additional adverse patient effects were reported. This system remains in service.